Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 398 mg/dl, 359 reporter alleged the customer obtained the results of 398 mg/dl, 359 mg/dl and 179 mg/dl back to back within 10 minutes on the aviva system. Mg/dl and 179 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received based on the no actions were reported taken or treatment received based on the results obtained. No adverse event reported. A request was made for the results obtained. No adverse event reported. A request was made for the return of the affected product. Reporter discarded the strips, so no return of the affected product. Reporter discarded the strips, so no product will be returned for evaluation. Product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged the customer obtained the results of 398 mg/dl, 359 mg/dl and 179 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received based on the results obtained. No adverse event reported. A request was made for the return of the affected product. Reporter discarded the strips, so no product will be returned for evaluation.